Event description:
A pt underwent a successful 2 level x-stop procedure at levels unk. Subsequent to the procedure the pt went to the ER after he heard a "pop" in his back. It was reported that he was admitted to the hospital, and was in severe pain with difficulty walking. The pt underwent an incision and drainage for wound infection. It was further reported that the pt expired. No other info is available.

Manufacturer narrative:
There were two lot numbers: 2087893 -exp 04/30/2010, mfg 04/30/2008. Other: devices not returned. F/u with company rep and physician's personnel.